Event description:
Experienced post-partum hemorrhage which led to jada placement and ultimately resulted in the patient having a hysterectomy [device ineffective] no additional ae reported. No pqc reported. [No adverse event] case narrative: this spontaneous report originating from united states was received from a physician referring to female patient of an unknown age via clinical sales educator (cse). The patient's medical history included delivery and pregnancy. The patient's concurrent conditions, past drugs/allergies and concomitant medications were not reported. This report concerns 1 patient(s) and 1 device(s). On an unknown date in september 2024 (also reported as in last week), the patient was placed with vacuum-induced hemorrhage control system (jada system) (lot # and expiration date were not reported) via intravaginal route (defaulted) for post-partum hemorrhage. On an unknown date in september 2024 (also reported as in last week), the patient had post-partum hemorrhage which led to vacuum-induced hemorrhage control system (jada system) placement and ultimately resulted in the patient having a hysterectomy (device ineffective). The healthcare professional (hcp) who reported the event to the cse colleague was not the hcp using the device. The cse currently has no additional details. No additional adverse event (ae) (no adverse event), no product quality complaint (pqc) reported. Upon internal review, the event device ineffective was considered to be serious due required intervention (devices) and medically significant. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Therefore, priority quality investigation will not be completed.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Experienced post-partum hemorrhage which led to jada placement and ultimately resulted in the patient having a hysterectomy [device ineffective]. No additional ae reported. No pqc reported. [No adverse event]. Case narrative: this spontaneous report originating from united states was received from a physician referring to female patient of an unknown age via clinical sales educator (cse). The patient's medical history included delivery and pregnancy. The patient's concurrent conditions, past drugs/allergies and concomitant medications were not reported. This report concerns 1 patient(s) and 1 device(s). On an unknown date in (B)(6) 2024 (also reported as in last week), the patient was placed with vacuum-induced hemorrhage control system (jada system) (lot # and expiration date were not reported) via intravaginal route (defaulted) for post-partum hemorrhage. On an unknown date in (B)(6) 2024 (also reported as in last week), the patient had post-partum hemorrhage which led to vacuum-induced hemorrhage control system (jada system) placement and ultimately resulted in the patient having a hysterectomy (device ineffective). The healthcare professional (hcp) who reported the event to the cse colleague was not the hcp using the device. The cse currently has no additional details. No additional adverse event (ae) (no adverse event), no product quality complaint (pqc) reported. Upon internal review, the event device ineffective was considered to be serious due required intervention (devices). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Therefore, priority quality investigation will not be completed. This is an amendment report to remove seriousness criteria medically significant for event device ineffective and to update device evaluated by MFR. Medical device reporting criteria: serious injury.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.